Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the reported contacted lifescan alleging that their child's onetouch ping meter was reading inaccurately. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter stated that the alleged issue began early (B)(6) . The reporter stated that the patient obtained a blood glucose reading of 54 and 115mg/dl on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan's criteria for precision. The patient manages their diabetes with an insulin pump. The reporter stated that they gave the patient some candy to treat their low blood glucose reading. The reporter did not report any symptoms or further medical treatment. The reporter denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient required assistance to treat a low blood glucose excursion while using the subject meter.